Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulator turning off when fully charged was determined. They reported that what most likely caused or contributed to this issue was that the battery got too low, but once fully charged it did not and doesn't come back on and finding that out through an embarrassing incontinence issue was awful. The patient said that apparently they couldn't trust that 100% charged meant the device was operating. They reported the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the therapy shuts off when it wants to and this is the 3rd or 4th time. Patient states charging ins last night to 100% . This morning not feeling anything , checked and saw por and therapy was off . Patient was able to turn therapy on and por message went away. Patient states needing to charge more frequently than in the past. Agent reviewed charging considerations and patient may want to monitor ins charge level.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulator kept shutting off fully charged. Patient said it used to be once in a while and now it was more than once a while. Patient charged on thursday and yesterday they had a complete bladder leak. Patient checked the device and therapy was off. Patient increased stim probably 2 months ago. Reviewed how to use the recharger app. Recommended patient use the recharger app so they can determine if the ins was depleting and causing therapy to turn off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.